Manufacturer narrative:
Information was received. Day of the event provided. Additional information was provided that concomitant medication was started to treat the infection.

Manufacturer narrative:
Additional information was received indicating that the event date was: (B)(6) 2019.

Event description:
Information was received indicating that during use of this smiths medical cadd cleo infusion sets, the patient experienced left lower abdomen infusion site infection. No additional adverse effects were reported.